Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after receiving an inappropriate high voltage therapy due to the morphology discriminator incorrectly diagnosing a ventricular tachycardia rhythm as supraventricular tachycardia. The patient was reported near syncope. The patient returned to the clinic and programming changes were made. The patient will continue to be monitored. The patient condition is stable after the changes were made and doing fine since then.